Event description:
It was reported the device was explanted and replaced due to eri (elective replacement indicators). The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no pacing output when device was programmed vvi 50 bpm bipolar mode. Further testing revealed anomalous output conditions. The no output condition was determined to be the result of lifted hybrid bond wires.